Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that when the device is continuously dced at 200j, the charging completion time is slower than the xl+.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
It was reported to philips that when the device is continuously dced at 200j, the charging completion time is slower than the xl+. The device was in use at the time of the event, however, there was reportedly no patient harm. The customer evaluated the device and received remote support from the customer care solution center, during which information was provided that the difference in charging time may be due to the aging deterioration of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer did not replace the part but was provided information regarding the issue. The device remains at the customer site and no further evaluation is warranted at this time.